Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported that the tablet was showing an error message saying "error establishing communication with the generator". The wand was swapped with another wand but the issue did not resolve. The serial cable was unable to be swapped as no other replacement cable was available at that time. After further troubleshooting, it was determined that the usb serial cable was the issue and a replacement cable was requested. No patients were involved or affected as a demo generator was used. The suspected cable was received on 07/07/2015. Analysis is underway but has not been completed.

Manufacturer narrative:
(B)(4).